Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2008 - pt underwent ventral incisional hernia repair plus right inguinal direct hernia repair with composix l/p. On (B)(6) 2009 - pt underwent ventral herniorrhaphy with explantation of old mesh and re-implantation of ventralex hernia patch. Lysis of adhesions was performed. On (B)(6) 2009 - pt underwent recurrent incisional hernia repair with explantation of ventralex hernia patch and implantation of a non-bard mesh. The ventralex mesh was noted to appear to be "rolled".

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix l/p mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the pt underwent ventral hernia repair with ventralex on (B)(6) 2009. During the repair, a previously placed composix l/p mesh was explanted. Lysis of adhesions was performed. Approximately five months post implant, the pt underwent repair of a recurrent incisional hernia with a non-bard mesh. The ventralex mesh was noted to not be attached laterally and appeared to be "rolled" up, therefore, the mesh was excised. Based on the info provided, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned and no lot number has been provided. The pt was treated for a recurrence which is a known adverse event listed in the IFU. No conclusion can be drawn at this time. See MDR 1213643-2009-00485 for info related to the composix l/p mesh implanted on (B)(6) 2008.